Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead impedance varied largely. Patient alert was triggered due to high right ventricular lead impedance. The patient was scheduled for lead replacement. No patient complications have been reported as a result of this event.